Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the force bipolar instrument was holding tissue and the jaws would not open. The robotics coordinator confirmed that the procedure was a unilateral inguinal hernia repair performed on (B)(6) 2024. During the procedure, the jaws of the force bipolar instrument failed to release the tissue of the hernia sac and spermatic cord. The surgeon activated the emergency-stop button and attempted to release the instrument's jaws using the instrument release kit (irk), however, this was unsuccessful. The surgeon then used the mega suturecut needle driver instrument to pry the instrument's jaws open. A small amount of bleeding occurred in the tissue, with 3 ml of blood loss reported. This bleeding stopped on its own and did not require any medical or surgical intervention. No tissue was excised due to this complication, and the procedure was completed robotically using new instruments. No post operative complications were reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Manufacturer narrative:
The force bipolar instrument was received and failure analysis found the instrument to have one bent grip, causing misalignment of the grips.

Event description:
Refer to h11 for follow-up information.